Manufacturer narrative:
Patient age not made available from the site. Return requested. Medtronic investigation of returned suspect device finds that the item was secured in a biohazard bag and required decontamination prior to an evaluation. Verified that the clamp does not adjust. Found that the adjustment screw has been cross-threaded. Mechanical failure. Screw cross-threaded. Hardware investigation was completed. This issue was found related to a hardware issue and was documented in a medtronic hardware anomaly tracking database.

Event description:
A medtronic representative reported that, while in a spine kyphoplasty procedure, the site's small suretrak clamp was attached to a needle and stripped. They were unable to remove the suretrak clamp from the needle. The surgeon continued and completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
Correction: on 13-oct-2015, it was noticed that a previous MDR submission contained incorrect information with regards to the common device name, product code and/or PMA/510(k). This MDR is being submitted to correct this information. There is no new information to change the patient information, event description or manufacturer narrative that was previously reported.